Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing the minute ventilation signal on the right atrial (ra) channel. A variation in ra impedances from 600 to 1200 ohms also noted. Additional information provided from the field indicated the physician thought the clinical observations were due to the spring loaded contact making intermittent contact with the ra port of the header. At this time this pacemaker has been reprogrammed and remains in service. No adverse patient effects were reported.